Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the reported issue occurred because there was no data transmission in the integrated circuit chip as well as a defective plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the colonovideoscope experienced a b30 error and displayed an e226 error with no image. There were no reports of patient involvement.